Manufacturer narrative:
This supplemental report was created to correct h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2019-01086; 343-12-755, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01688; 343-11-711, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability, poly swap.